Manufacturer narrative:
Philips received a complaint on the intellivue mp70 indicating that the mp70 did not alarm. A field service engineer (fse) went onsite and filed a patient incident report with philips. Through the fse's testing and the customer's own testing, the issue could not be replicated. The device passed functional checks and alarmed as intended. The customer was asked for additional information to complete the investigation but advised that they did not want to pursue the issue any further and requested the case be closed. The customer sees this issue as resolved. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported that the intellivue mp70 patient monitor failed to generate an alarm. It is unknown whether the device was in use at the time of the reported event. No death or patient injury or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.